Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified and the lcd display was replaced. Based off the photos, the device has multiple damage not consistent with normal wear and tear but from mishandling of the device. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.